Manufacturer narrative:
This complaint was reported for an autopulse platform (serial # (B)(4)) and four autopulse batteries (serial #'s (B)(4)). Only the autopulse platform and one of the four batteries (serial# (B)(4)) were received at zoll circulation on (B)(4) 2012. Evaluation of the platform revealed a damaged battery lock. The damaged lock was replaced, and the board passed final testing. The returned board and returned battery (serial # (B)(4)) were deployed with the manufacturer's test mannequin, and it stopped after a few compressions. When the large resuscitation test fixture was used (B)(4) the "replace battery" message came on after a few compressions and stayed that way when powering the unit off then back on. This was after the battery went through a test cycle. The manufacturer's test battery ran ok on the board with the lrtf. The damaged battery lock was replaced and the board passed final test. Probable cause for the customer reported failure might be due to a low power battery issue and was not attributed to the autopulse device itself. Additional serial #s: (B)(4).

Event description:
It was reported that (B)(6) responded to a fall injury. When arrived at the scene, patient was found in the bathroom in full cardiac arrest. Als treatment began and patient was placed on the autopulse. The unit functioned properly for less than 3 minutes with manual CPR. The patient was transferred to the ER at (B)(6) with a pulse and blood pressure. Batteries were cycled during the morning checkout on (B)(6) 2012 which was 11 days prior to date of event. No other information was provided. The autopulse resuscitation system involved in this event is addressed under MFR report 3003793491-2012-01106.